Event description:
It was reported the customer has dementia and she was having problems with the insulin pump. Customer's blood glucose was 146 mg/dl. Customer priming technique was reviewed. Customer stated she should be connected during rewind. Customer's spouse was advised if customer was connected during rewind process customer had administered 14 units of insulin and blood glucose should be monitored. Customer fills reservoir to 160 units which was started on (B)(6), and 136.4 units were displayed on the device. Attempted call back. Customer's spouse stated customer's blood glucose was later 97 mg/dl, then later it dropped and he gave her some orange juice and some crackers. Customer went to an appointment and she was ok. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.